Event description:
It was reported that the user's caregiver asked whether a missed meal announcement should be entered an hour after eating, and was instructed that meal announcements must be entered at the start of a meal or just before, and that entering one late could result in delayed insulin delivery and risk of hypoglycemia. Education was provided to allow the ilet to adjust automatically when a meal announcement is missed. No reported symptoms. Outcomes included user education and troubleshooting to prevent inappropriate insulin dosing. Investigation included a review of user technique and device usage guidance. Investigation of this case revealed no device malfunction and identified user error related to timing of a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error with appropriate corrective education.